Event description:
A user facility reported that a disconnection was noted with the oes bronchofiberscope. During a standard service inspection of the customer returned device, ig serpentine coat peeling was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, ig serpentine coat peeling, ig bundle broken, field vision cloudy, water tightness not maintained, bending angle over, poor insertion of the treatment tool observation in the forceps channel, insertion part serpentine crush, and eye piece damage were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to by stress during operation, external factors or handling. Olympus will continue to monitor field performance for this device.